Event description:
Initial aaa repair procedure was performed in 2004. After deployment of the three-piece zenith aaa endovascular graft the post angiogram noted a good flow through both renal arteries. Before concluding the procedure the renal arteries were selected and appeared to be fine, although at that time the pt's act level was still high. During a follow-up exam, the pt's creatinine level was elevated. A spiral CT and angiogram were performed that noted partial renal artery occlusion. The proximal portion of the graft material was impinging upon one renal artery, with a suprarenal fixation strut lying across the opposite renal artery orifice. Both of the renal arteries were stented and complete patency of the vessel appeared to be restored.